Event description:
Patient was revised as leg length was incorrect, patient too long, approx. 2.5 cm.

Manufacturer narrative:
Document review: quadra h cementless femoral stem size 1 std - ref. (B)(4) / lot 120279 (40 stems produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. The washing cycle for metal components was run according to specifications and no alarm or deviation occurred during operation. The sterilization cycle was performed according to specifications valid at the time of production. Twenty-six stems belonging to this lot have been already implanted and no incidents have been reported up to now. Patient underwent a second surgery to remove the stem and replace with a smaller size and new head. From the data collected the event is not device related, but highly likely due to an incorrect surgery plan.